Event description:
It was reported that a vial-mate adapter leaked. The reporter stated that once the device was ¿activated, it began to leak somewhere between the light blue and white parts of the adapter/"plunger".¿ this occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 11/28/2012 - 11/29/2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.